Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, high ra capture threshold and not measurable ra signal amplitude were noted. During atrial pacing, the patient reported stimulation of the phrenic nerve. The physician suspected lead dislodgement and at a subsequent follow up, lead revision was performed. Lead was explanted and replaced.